Event description:
The manufacturer received information alleging a ventilator was sounding a "high oxygen"alarm . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.